Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 16, which was not resettable. There was no reported impact to the customer¿s blood glucose level as the caller declined to answer. Customer was advised by technical support to switch to mdi backup therapy and informed that a replacement pump with updated software would be provided. The customer was instructed on returning the faulty pump and trained on future steps. Replacement pump was sent, and the customer acknowledged all instructions.